Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from the importer report: additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00571.

Manufacturer narrative:
(B)(4). Brand name: avaulta biosynthetic support system, catalog: unknown, lot: unk; (B)(6).